Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. This is pending repair completion. Patient information was requested and no response received.

Event description:
The customer reported that the ventilator cannot work normally. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Per the field service engineer (fse) the unit powered up with an error code indicating a data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed error. The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The unit passed all tests. Patient information was not provided by the customer.